Manufacturer narrative:
Follow-up #1 ((B)(6) 2011)-device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the meter has passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (lfs) to report experiencing an "er1" prompt with her one touch ultralink meter when attempting to do a glucose test. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on an unspecified time on (B)(6) 2011. The patient stated that she manages her diabetes with insulin (pump therapy), and in response to the alleged issue with the meter, denied taking any action in regards to her usual routine. She claimed that a "few hours", after the product issue started, she felt thirsty. The patient denied receiving any medical treatment due to her symptom. During the initial call with customer service, the cca noted that the alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the reported issue began.